Event description:
Received an electronic report of an event that occurred to a hemodialysis pt as a dialyzer reaction. Reported was that, this pt had been receiving dialysis treatments with the use of this dialyzer. The initial symptoms reported were one hour into the therapy. The pt had chest pain, sob, nausea and vomiting. The initial reporter was contacted and add'l info as well as the treatment sheets of the event were obtained. According to the rn, the pt was noted to cough during this treatment. Also of note was a fever. The md was notified and orders were given. Blood cultures were to be drawn and the pt was also given an IV infusion of ceftazidime and was instructed to go to the ER if not improving. The pt was also administered 25 mg IV diphenhydramine to rule out an allergic reaction. Post treatment the pt's temperature was 101.3. The pt continued to cough with wheezing. According to the treatment sheets, the 99.3 temperature occurred once the pt had received 2 hours of the dialysis treatment. The pt also had symptoms of dry heaves and vomiting occurring at 3 hours into the therapy. The pt did complete dialysis as ordered and the blood was reinfused back into the pt at the end of the therapy. It was reported the pt did go to the ER but no hospitalization resulted. It was learned that this pt has since been placed back on this dialyzer for hemodialysis and is reportedly tolerating the therapy and able to complete dialysis as prescribed with no further ill effect. The rn stated the symptoms are more psychological and staff questions if event was anxiety related.